Event description:
It was reported that the handpiece began overheating during a (B)(4) extraction procedure. There was no reported pt or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the MFR for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the cause was problems with the driveshaft bearings. Service will repair and return the device to the customer.